Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. During the occlusion test, using a water filled reservoir and a test infusion set, programmed a 2.0 unit fill cannula. The insulin pump delivered the 2.0 unit fill cannula and water exited the infusion set. The insulin pump was also programmed with a 2.0 unit bolus. The insulin pump delivered the 2.0 unit bolus properly and water exited the infusion set. No prime and fill anomaly noted during testing. The insulin pump was also programmed with several boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The insulin pump calculated the additional bolus deliveries and was verified in the daily total screen. The insulin pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No delivery anomaly noted during testing. The insulin pump had cracked display window, cracked case at display.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 450 mg/dl at the time of incident. The customer's blood glucose was 130 mg/dl at the time of call. The customer stated that they experience nausea, vomiting and headache and rapid heartbeat. The customer stated that they treated the high blood glucose with manual injection. The customer performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues. The customer declined to check for setting issues. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The customer stated that the insulin pump was not delivering insulin. The insulin pump will be returned for analysis.